Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections e2, e3, h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was the improper connection by the user of a cable connection. As stated in the instructions for use, as a preventive measure, "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Upon verifying the cable connections were secure, the problem no longer occurred.

Event description:
A user facility reported to olympus that a "b30" scope communication error occurred when using an olympus, series 180 scope with the subject device. There was no patient injury, associated with the problem, reported to olympus.